Event description:
Information was received that device pressure gauge sticks and will not return to zero. Incident noted upon preventive maintenance.

Manufacturer narrative:
Returned device was received with a damaged front panel, broken seals, manometer out of spec, and tidal volume knob rubs against the battery compartment. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. No previous service history was found. Manufacturing DHR is not relevant to the investigation due to the age of the device.